Event description:
The article "how the coapt trial affected the selection of patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair: insights from the giotto registry" was reviewed. The article presented a retrospective multi center study, to evaluate the potential impact of the coapt trial by analyzing the temporal trends of baseline characteristics and outcome of secondary mitral regurgitation (smr) patients undergoing mitraclip (mc) included in the giotto registry. Devices mentioned include mitraclip. The article concluded that the selection process of smr patients undergoing mc changed over time, with a significant impact of the coapt publication mainly on the trend of nyha class. At 1-year, patients in the post-coapt group showed a non-significant reduction in the incidence of hospitalization for hf and all-cause death. [The primary author and corresponding author was marco di maio at university of salerno institution with corresponding email mdimaio@unisa.it]. The time frame of the study was january 2016 to march 2020. A total of 1184 patients were included in this study, of which 1184 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, previous cardiac surgery, history of heart failure. (B)(6), unk mitraclip: peri- and post-procedural complications included heart failure, prolonged hospitalization, death.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article title "how the coapt trial affected the selection of patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair: insights from the giotto registry". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, previous cardiac surgery, history of heart failure.. Complications reported included heart failure, prolonged hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.